Event description:
In 2007, a clinical incident involving a rapid rhino device was reported to arthrocare corp. The next day, a rapid rhino nasal catheter was place in each of the patient's nasal passages to alleviate nasal bleeding. The pt was observed overnight. On the event date, one of the two rapid rhino devices disassembled and the interior portion aspirated into the airway of the pt. The detached device was removed by the physician from the patients's airway. The second device placed in the opposite nasal passage remained in place. No reported pt injury.

Manufacturer narrative:
The device was not returned for evaluation. No conclusion can be drawn.